Event description:
It was reported by service report that track is worn, and the restraint straps were the wrong straps for the chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.